Manufacturer narrative:
(B)(4). The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two one-link non-dehp standard bore catheter extension sets disconnected. This was identified during patient use. A CT (computerized tomography) imaging procedure was performed requiring power injections of contrast. It was further reported that the threaded attachment point where the set would connect to the "int" was "failing and popping off". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.